Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed to have come from the monopolar curved scissors instrument (mcs) with a tip cover accessory installed. The tip cover accessory was replaced to continue with the procedure. After use, the second tip cover was discovered to have a hole and was replaced with a third tip cover to complete the procedure. No additional information provided. The tip covers accessory were discarded by the site. No patient harm, adverse or injury was reported.

Manufacturer narrative:
The instrument and tip cover accessory were not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.